Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining false low sodium (na) results for six (6) patient samples generated on the unicel dxc 600 pro synchron chemistry analyzer. The false results were reported out of the laboratory. When the issue was discovered, the samples were rerun on another instrument in the laboratory and reports were amended. The results provided by the customer are shown in this report. There was no impact to patient or patient treatment as a result of this event.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. A bec field service engineer (fse) was dispatched and replaced the sodium (na) electrode and carbon bridge, which resolved the issue. Instrument performance was verified.